Event description:
Device report from depuy synthes reports an event in bulgaria as follows: it was reported that during a degenerative spine surgery on (B)(6) 2022, the screwdriver got damaged. The surgery was delayed for seventy (70) minutes. Another device was used and procedure was successfully completed. During manufacturer's investigation of the returned device it was identified that the tip of the viper prime set scrw insert was broken. This report is for one (1) viper prime set scrw insert. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j sales representative. A product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the viper prime set scrw insert was broken. The broken fragment was not returned for evaluation. No other product problems identified, a dimensional inspection was performed for the viper prime set scrw insert and met specifications. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the viper prime set scrw insert would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A review of the receiving inspection (ri) for viper prime set scrw insert was conducted identifying that lot number mf4423508 was released in one batch. Batch1: lot qty of (B)(4) units were released on 23 july 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.